Event description:
It was reported to philips that the system did not start, stuck at during start-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) identified that the issue with software. To resolve the issue, the fse reinstalled the host pc software, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.